Event description:
It was reported that there was an increase in threshold values for the right ventricular (rv) lead. The rv lead was revised to resolve the event. No patient consequences were reported.